Event description:
It was reported that the customer experienced elevated blood glucose levels (445 mg/dl). Troubleshooting was performed and pump passed delivery system check.

Manufacturer narrative:
The device has not yet been received for evaluation. Should additional information be received, a supplemental form will be completed.